Manufacturer narrative:
An event regarding disassociation involving a constrained liner was reported. The event was confirmed by inspection of the received image. Method & results: device evaluation and results: the device was not returned. Visual inspection of the received intra op image noted that the constrained liner is disassociated. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the constrained insert was separated into 2 pieces. Visual inspection of the received intra op image noted that the constrained liner is disassociated. The exact cause of the event could not be determined because insufficient information was provided. Additional information including patient details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
The end user has reported that 2.5 months after the surgery, the constrained insert was separated into 2 pieces.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The end user has reported that 2.5 months after the surgery, the constrained insert was separated into 2 pieces.